Event description:
It was reported that the foley catheter came out while the user was trying to change the patient's diaper on the operation table after the placement of the catheter. It was stated many such events were occurring frequently in the same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event is confirmed, manufacturing related. The 3 way foley catheter was returned without the original packaging. A photo sample was provided, however, the catheter could not be seen in the photo. The physical sample was inflated with 50cc di water using a luer lock syringe. The balloon inflated concentrically, however, the water was observed to be leaking from the irrigation eye when the catheter was moved, confirming lumen to lumen leak. The catheter was left undisturbed for 10 minutes as water continued to leak from the irrigation eye. When the balloon was deflated, only about 46cc di water was returned. The catheter does not meet specification as it would not pass functional leak testing. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter came out while the user was trying to change the patient's diaper on the operation table after the placement of the catheter. It was stated many such events were occurring frequently in the same lot.